Event description:
This ra lead was implanted on (B)(6) 2003. A call to technical services on (B)(6) 2011 states that patient has a history of noise on atrial lead. Did get some inhibition in atrium with isometrics. Caller also states it is unclear why the lead was changed to unipolar configuration. States there are missing pieces in the documentation. Caller working with dr. (B)(6) at (B)(6) hospital. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).